Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies were found.

Event description:
It was reported that the patient presented to the ER post cardiac arrest. The patient was admitted to the intensive care unit (ICU). It was also indicated that the patient had experienced ventricular tachycardia (vt) and ventricular fibrillation (vf). The physician stated that undersensing of an arrhythmia occurred. It was reported that the right ventricular (rv) lead showed fluctuations in impedance, sensing and thresholds. The rv lead was explanted and replaced. It is suspected that the implantable cardioverter defibrillator (ICD) encountered sensing/detection problem. It is unknown whether system testing on the ICD and/or if any reprogramming was performed. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).